Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Hardware low level failures alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly. Insulin pump also received with severely scratched lcd window, cracked battery tube threads and cracked case behind the insulin pump near the battery compartment.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the all buttons were slow responding. The customer was advised to monitor and to replace and return pump. The insulin pump will be returned for analysis.